Manufacturer narrative:
The component codes fiber and cap refer to the result code thermal problem. Fiber analysis: the metal cap was found to be separated from the fiber. Additionally, a circumferential fracture of the glass cap was found, distal to the fiber/cap fusion zone; the fiber proximal to the fracture separated from the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The returned fiber card was verified with 133,559 joules of use; expiration of the fiber card was not confirmed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that the surgical fiber was not firing correctly; it was further reported that the fiber was rotating inside the fiber cap. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the result code thermal problem. Fiber analysis: the metal cap was found to be separated from the fiber. Additionally, a circumferential fracture of the glass cap was found, distal to the fiber/cap fusion zone; the fiber proximal to the fracture separated from the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The returned fiber card was verified with 133,559 joules of use; expiration of the fiber card was not confirmed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.